Manufacturer narrative:
Physio-control is investigating the reported incident.

Event description:
Found in testing. According to the reporter, the device intermittently will not power on using either ac or dc power.